Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported finding the insulin to go thru needle like mud. Works fine on the flow check just not on injection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-mar-2022. Investigation summary: customer returned 10 used 4mm, 32 gauge nano pro pen needles. No teardrop labels were returned for lot identification. Visual inspection did not find anything immediately impeding insulin flow through the pen needle cannulas. Each of the pen needles was attached to a test pen. Saline was pushed through the system and flowed normally out of each pen needle cannula. Also, a rod was inserted into the cannula of each of the pen needles to check for any potential obstructions, occlusions, etc. The rod passed through the opposite side of the pen needle cannulas without any difficulty. The pen needles were undamaged and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of needle clogs. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported finding the insulin to go thru needle like mud. Works fine on the flow check just not on injection.